Event description:
It was reported that the customer's insulin pump had a blank display, and received a failed battery test. Bent cannula was also reported. The customer was hospitalized with diabetic ketoacidosis due to bent cannula, food poisoning, and migraine. Customer's blood glucose level was unknown. Troubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a blank display due to broken solder joint and lifted traces on the interface board. Unable to test the operating currents, battery icon anomaly, failed battery test alarm, off no power alarm or unexpected low battery alarm due to blank display. No damage noted on the isolation tape on the lcd board. The insulin pump has minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.